Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. As the issue was unable to be reproduced. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) was not cooperating well. The site could not provide further information. The procedure was completed with no reported injury.